Manufacturer narrative:
(B)(4). The taxus liberte stent delivery system (sds) was returned for product analysis. The sds device with the stent was visually, tactilely and microscopically examined along the entire length. There was blood and contrast visible in the shaft. The balloon was tightly folded and the stent was located between the markerbands. There was proximal stent damage. Distal tip damage and a bend in the hypotube were also found. There was no evidence of any material or manufacturing deficiencies that could have contributed to the stent damage. The outer diameter of the undamaged portion of the stent was measured with a calibrated laser micrometer. The maximum outer diameter was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the shaft of the 2.25x24 mm taxus liberte atom became bent. No patient complications were reported. However, the returned product revealed stent damage.